Event description:
It was reported that the customer inadvertently performed the load sequence while connected to the site. The customer's blood glucose subsequently decreased to 40 mg/dl. Reportedly, the customer went to the emergency room and was admitted to the hospitalized. The customer was treated with intravenous fluids of dextro and injection of glucogon. Customer was released on (B)(6) 2025 with issue resolved and no permanent damage. Tandem technical support educated the customer to not be connected to the pump during the fill tubing process.